Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that there was a crack on the battery compartment of her insulin pump and a portion of that compartment has broken off. The patient's blood glucose at the time of incident was 304 mg/dl. She treated her high blood glucose with a manual insulin injection and brought her glucose level down to 194 mg/dl. The customer stated that normal wear and tear contributed to the damage to her battery compartment, and that her battery cap is starting to not fit as properly as it should. She confirmed that the crack appeared a few months ago, but she was not transferred to the helpline for pump replacement. Customer was advised to discontinue use of the pump. No products were returned or shipped due to the customer already having a new insulin pump and her intention to have her health care professional input her settings.